Manufacturer narrative:
Follow-up # 1 date of submission 05/16/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the complaint of the intermittent response of the keypad buttons was not duplicated during testing; all of the keypad buttons responded appropriately and were functional. All of the buttons had normal spring back and click. The keypad cover was removed and there was no evidence of contamination observed. The pump was opened and there were no signs of damage or contamination found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.